Event description:
It was reported that the device was at end of life and possible premature battery depletion was suspected. The device was explanted and replaced and the lead was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed high battery impedance resulted in eri. Battery depletion was indicated (eri). Eri caused by high battery impedance noted on (B)(4) 2011 prior to explant. Ramware version 8 was installed on (B)(4) 2011. The device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.